Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the rep that the solid tone was heard from the harmonic scalpel. The blade was removed from the handpiece. A second instrument was opened and used to compelte the case. There was no consequence to pt.